Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and found display is flickering. Then reset the connections of display board pcb, video receiver board and display. Also, cleaned and reconnect the spiral cable. Then again checked and found display is working properly. Performed all tests. All tests passed. Observed the machine for 3 hours on system trainer and found machine working ok.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cs100 intra-aortic balloon pump (iabp) display not working properly. There was no patient involvement reported.